Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a nurse that she was having communication issues with her programming system which resolved by manipulating the plug from the serial cable in the handheld socket. Information from a company representative indicated that he confirmed the event and was due to a problem with the socket in the handheld, which with a small movement would loose communication. Good faith attempts to obtain the reported handheld have been unsuccessful to date.